Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level during the incident was 303 mg/dl. The customer's current blood glucose level was 522 mg/dl. The customer had symptoms of nausea, difficulty with breathing, and was sleepy. They treated their high blood glucose with the insulin pump as well as with manual injections. The customer also reported that they had dropped the insulin pump. There were cracks around the screen. Troubleshooting was performed and insulin exited. It was found that they had a bent cannula. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with cracked lcd window and minor scratches on case.